Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative. The patient had a refill on (B)(6) 2015 and went to the office on (B)(6) 2015 feeling "icky." The expected reservoir was 3.5 but there was still 17ml in the pump. The hcp did not read the logs. The hcp was to have the patient come back to the office sometime later this week (as of (B)(6) 2015) and notify the manufacturer so a manufacturing representative could be there. The indication for use was non-malignant pain. The issue was identified at the office, and the cause was unknown at this time. Diagnostics/troubleshooting performed were unknown. Additional actions/interventions taken were unknown. No surgery was planned. Drug information on the medication being delivered by the system was unknown. The patient's outcome was unknown. The patient's status was "alive - no injury" at the time of this report. Follow up is being conducted. If additional information becomes available, the event will be updated.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a system being used to deliver unknown medications at unknown concentrations and doses. It was reported on (B)(6) 2015 that at the first two refills after implant, the second occurring on the date of the report, there were volume discrepancies. 2.5 milliliters (ml) was expected and 20 ml was in the reservoir. No symptoms were reported. The cause of the event was unknown. A dye study was done and no problems were found. The logs were read and no alarms had occurred. Information was requested regarding the patient identity, the device serial number, the drugs used in the pump, other medications taken by the patient, the patient's relevant medical history, the date of the first discrepancy, the indications for use of the system, what further actions/interventions were taken to resolve the issue, and the root cause of the event. No additional information was received, but a supplemental report will be submitted if additional information becomes available. ***this information was previously reported in MFR report 3007566237-2015-04104***